Event description:
A neonatal intensive care unit nurse turned the stopcock to the off position to draw blood from pt. Blood began to leak from the blue handle. The nurse clamped leak with her fingers, causing blood to spray. Pt was human immunodeficience virus positive.